Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice I recall notification related to the sound abatement foam in certain CPAP. Bipap. And mechanical ventilator devices. The manufacturer received information alleging, unit has a high pitched mechanical whining noise from the blower related to the CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was physical damage to blower and particle contamination in blower - foam degradation was observed during device evaluation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 0 errors found. The manufacturer concludes that they could confirm the customer's allegation and also has visible foam degradation and unit scrapped. Sections b5 and h2 was corrected in this report.